Manufacturer narrative:
The device has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was in their car in which emergency medical services (ems) was contacted. When ems arrived, external shocks were necessitated to rescue the patient. The device was interrogated and a code was displayed indicated a charge time out occurred. Data was sent for analysis which found elective replacement indicator (eri) had been declared approximately three months earlier. End of life (eol) was declared three months after eri due to the replacement window timer expiring. It was also noted eol had been declared a few days prior to the charge time out. Data analysis also found the battery was depleting earlier than expected. Device replacement was recommended. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.